Event description:
It was reported that the system 2800 uroview had poor image quality. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was found that the operator's had various unanswered questions on the proper technique of using the collimator leaves. Image quality was improved using the utilities program settings. The system was tested and found to be working as intended and placed back into service.